Manufacturer narrative:
Summary of evaluation: the tibial component cannot be evaluated for the reported wear as it has been returned for evaluation but rather retained by the pt. A review of the device history record for this component found that no discrepancies were reported during manufacturing. No further action possible at this time. Should add'l info become available, this evaluation will be reopened.

Event description:
Revision surgery was performed due to the tibial insert being worn. There was no adverse consequence to the pt due to this event.